Event description:
It was reported the device could not be interrogated. There was no pacing and no magnet response. The patient's intrinsic rate was 60 bpm, and there were no patient symptoms. Device replacement was recommended.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.